Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 shocks while the patient was undergoing a surgical procedure. The shocks are suspected to be result of oversensing caused by surgical electromagnetic interference (emi). The device had previously reached explant indicator and declared elective replacement indicator (eri). The health care professional (hcp) asked if the shocks would impact the device replacement timeline. No additional adverse patient effects were reported, and the device remains in service.